Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for evaluation. From the pictures attached it confirmed the defect as reported by the customer "clip broken during use". It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. P/n 544243 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok l clips 3/cart 42/box, lot# 73a1900843, the samples were functionally inspected, and during the test issue reported "clip broken during use" was not observed in the current manufacturing process. The device history review of the product hemolok l clips 3/cart 42/box lot# 73d1800428 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found 2 clips broken during laparoscopic radical prostatectomy; it involved 2 cartridges.